Event description:
The customer reported that she was hospitalized with a blood glucose reading of 38 mg/dl after being involved in a car accident. The customer's last infusion set change was on (B)(6), 2011. The customer stated that she had been experiencing unexpected blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's doctor had lowered the customer's basal rates one week prior to the accident. The insulin pump was not exposed to high magnetic fields. Since the accident, the customer's blood glucose levels have been elevated. The customer was unable to continue troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.